Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were experiencing high blood glucose and needed assistance with bolus wizard. Customer¿s blood glucose was 500 mg/dl which was treated with bolus and manual shots. Customer declined troubleshooting as the blood glucose value was going down after replacing the infusion set and insulin. The customer did not state if auto mode feature was active at the time of the incident. The insulin pump will not be returned for analysis.